Manufacturer narrative:
Of the 1 allegations of a malfunction, pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 22-22 years of age and between 0 and 0 pounds. Of the reported patients, 0 were male, 1 was female, and 0 were unknown.